Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia or diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient was at a regularly scheduled appointment with their diabetic specialist when it was noticed that the patient's blood glucose level (bg) rose to 300 mg/dl. (16.7 mmol/l). They also had ketones of 4 mmol/l (72 mg/dl). The patient had been wearing the pod between 49 and 71 hours. When removed from the infusion site (abdomen), the pod's cannula was found to dislodged. The patient experienced diabetic ketoacidosis, they gave themselves 6 units of insulin through a pen. The patient went home from their appointment after 1 hour.